Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 26x3/8 ib experienced leakage during use. The following information was provided by the initial reporter: material no. 305110 batch no. 8172842 description of issue: customer called in reporting their syringe was leaking insulin when they were filling it with insulin from the vial. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 26 g, 3/8¿ needle ¿ 305110. Product lot number: 8172842. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Customer requested replacement for syringe.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. H3 other text : see section h.10.

Event description:
It was reported that the needle 26x3/8 ib experienced leakage during use. The following information was provided by the initial reporter: material no. 305110; batch no. 8172842. 1. Description of issue: customer called in reporting their syringe was leaking insulin when they were filling it with insulin from the vial. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3. Number of occurrences: 1. 4. Item number: 26 g, 3/8¿ needle ¿ 305110. 5. Product lot number: 8172842. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes . 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Customer requested replacement for syringe.